Event description:
It was reported that in (B)(6) 2012, the patient received a 11x400mm 130degree gamma nail with 105mm lag screw for treatment of a pathologic femoral fracture. On (B)(6) 2013 the implanted gamma nail broke in the proximal region where the lag screw goes through the nail. Broken implants were removed and a 13x400 gamma nail, 105mm lag screw and 15cc of hydroset were replaced back into the patient.

Event description:
It was reported that in (B)(6) 2012, the patient received a 11x400mm 130degree gamma nail with 105mm lag screw for treatment of a pathologic femoral fracture. On (B)(6) 2013, the implanted gamma nail broke in the proximal region where the lag screw goes through the nail. Broken implants were removed and a 13x400 gamma nail, 105mm lag screw and 15cc of hydroset were replaced back into the patient.

Manufacturer narrative:
Evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Investigation of the devices could not be performed. The devices were not returned for investigation. The file will be closed formally in accordance to our standard procedures and will be reopened if we should receive the item or further substantive information. General technical aspects: the allegedly broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. A more precise statement is not possible with the information given.

Manufacturer narrative:
The device was not returned for evaluation. Based on the available information and performed internal investigation, the root cause for the reported event could not be determined. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.